Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported information. The assignable cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.

Event description:
The customer contacted global technical services (gts) regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain 1. The home patient (hp) stated that they were running low on solution for the hc so the registered nurse (rn) had them doing manuals and then doing fewer cycles on the machine. The initial drain alarm was set to off. When they got on the machine last night they didn't do a complete drain of the manual fill and didn't realize it. The manual fill volume was equal to 2000ml, the initial drain volume was equal to 234ml, the fill volume on the hc was equal to 1500ml, and the cycle 1 ultrafiltration (uf) was equal to 1727ml. The hp realized that this was an issue with doing a manual fill while the initial drain alarm was set to off. The hp had a delivery today so they would be returning to their normal therapy tonight. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.